Event description:
It was reported that a demo autopulse resuscitation system model 100 displayed an "out of service-revert to manual CPR" message when powered on. No additional details were provided and no patient involvement was reported.

Manufacturer narrative:
Zoll circulation has not yet received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: broken sure strands, twisted battery clip as well as cracked top, front and bottom covers. A review of the archive data confirmed a system error 139 (unable to hold compression position) fault had also occurred, thereby confirming the customer's complaint. A definitive cause for this fault could not be determined based on the evaluation. Further inspection of the platform did reveal that the drive train motor brake gap was too large and out of specification (0.016"); both set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. In summary, the reported complaint of the platform displaying 'out of service-revert to manual CPR' was confirmed based on review of the archive data indicating that a "system error 139" had occurred. A definitive root cause for this could not be determined.